Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor was accidentally pulled off, and a portion of the sensor wire became broken, and a portion of the wire remained in inserted into the customer's anatomy. No additional patient or event information was available. Reportedly, the customer consulted with a health care professional.